Event description:
It was reported that during preparation for a pci procedure, stent damage was noted. The physician was unpacking the device and noted that a stent strut of the liberte bms was "released or loose". There was no patient contact. The procedure was completed with another liberte bms.